Manufacturer narrative:
Pump received with button error alarm and no button response due to flattened button dome switch. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that insulin continued to squirt out after act button was released during priming. Customer's blood glucose was 177 mg/dl. Customer had high blood glucose of 450 mg/dl earlier that morning. It was also reported that buttons were responding intermittently. It was reported that customer was hospitalized on (B)(6) 2015 due to needle hitting a vain which caused a hematoma. Insulin pump would be replaced.